Event description:
Per the surgeon, the patient¿s fixture failed to osseointegrate and fell out when trying to change out the abutment. Reimplantation is planned but had not taken place at the time of this report.